Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a stent damage occurred. The 99% stenosed target lesion was located in the calcified and mildly tortuous distal right coronary artery (rca). The physician could not cross the lesion with a 3.5x20mm taxus express2 stent after several attempts. When the stent was removed outside the pt's body, it was noticed that the stent was deformed. The procedure was completed with a different device. No pt injuries or complications were reported during the procedure. Pt status listed as "good".